Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that consistent magnet operation could not be established via transtelephone monitoring (ttm). Magnet application was established when checked in office. Follow-up determined that the clinic does not use medtronic-brand ttms. The device remains in use. No patient complications have been reported as a result of this event.